Event description:
This notification was opened for review for information received that the remstar plus c-flex device was returned to a third-party service center in reference to the voluntary field safety notice / recall notification related to the sound abatement for no visible foam particles. During the evaluation of the device at the third-party service center, the device was visually inspected, and no evidence of visible foam particles but blfm-blower foam degradation was found. In addition, the device had dust contamination and displayed error code e065 (err_stuck_encoder_a), e063 (err_stuck_knob_key), e066 (err_stuck_encoder_b). Lastly, the device was scrapped. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.